Event description:
A resolute integrity rapid exchange (rx) was used for treatment of a lesion in the proximal lad. The lesion was heavily calcified, severely tortuous with 95% stenosis. The lesion was pre-dilated. The device failed to cross the lesion and during removal the stent dislodged. A snare was used to remove the stent successfully. There was no abnormality noted during prep/inspection prior to use. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (stent dislodgement). Patient condition affected effectiveness of device (heavily calcified, severely tortuous with 95% stenosis). Conclusion results - device failure/lack of effectiveness related to patient condition (heavily calcified, severely tortuous with 95% stenosis).